Event description:
Procedure: urological/gynecological. According to the reporter: the patient underwent a repair procedure and the patient allegedly experienced pain and injury. Patient has undergone or will undergo corrective surgery or surgeries.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of stress urinary incontinence, cystocele, rectocele. It was reported that after implant, the patient experienced unspecified graft malfunction, vaginal scarring, discomfort, blood loss, exposed mesh, mixed incontinence, pelvic organ prolapse, foreign body in patient, urinary urgency, urge incontinence, tight meatus, bladder neck obstruction, urinary retention, incomplete bladder emptying, poor urinary flow, elevated urinary residuals, sensation of things falling out, pelvic floor/vaginal cuff protrusion, vaginal perforation, apical prolapse, thin vaginal wall with atrophy, pelvic muscle atrophy, pain, weak bladder supports, scarification, atrophic vaginitis, nocturia, straining with bowel movements, fecal urgency, pelvic pain, granulation tissue, discharge, cramping, groin lipoma, urinary odor, vaginal bulge, rapid heart rate, constipation, pelvic muscle wasting, spotting, foreign body sensation, vulvar varicosities, soreness, abdominal pain, erosion, atrophy, foreign body in patient, vaginal vault prolapse, enterocele/cystocele/rectocele (prolapse), urgency, stress/urge incontinence, bladder neck obstruction, incomplete bladder emptying, poor urinary flow, elevated urinary residuals, sensation of insides falling out, pelvic floor protrusion, vaginal vault prolapse, apical prolapse, vaginal perforation, defect, vaginal pain, dyspareunia, scarring (scar tissue), graft malfunction, vaginal discharge, exposed mesh, pelvic organ prolapse, discomfort, pain, thin vagina, weak bladder support, scarification, atrophic vaginitis, nocturia, difficulty emptying bladder, straining with bowel movement, difficulty emptying bowel, fecal urgency, pelvic pain, anemia, granulation tissue, discharge, cramping, urinary tract infection with odor, vaginal bulge, tenderness, mesh exposure, foreign body sensation, vulvar varicosities, nonsurgical and additional surgical interventions.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: the patient underwent a repair procedure and the patient allegedly experienced pain and injury. Reason for mesh implantation: stress urinary incontinence, cystocele, rectocele pre-op diagnosis: cystocele, rectocele, urinary stress incontinence. Procedure: sling placement with anterior colporrhaphy, placement of suprapubic catheter and posterior colpoperineorrhaphy performed with foley catheter placed on (B)(6) 2005. Complications post uretex implantation: bodily injuries including emotional or psychological injuries resulted from implantation of pelvic mesh product: pain during sex, pain with pelvic exams, pain like splinter poking inside vaginal wall no left side, felt pieces of mesh, bladder prolapse, stress urinary incontinence . First additional mesh (gynecare prolift) implant surgery: (B)(6) 2008: underwent cystocele repair with gynecare prolift. The posterior repair is gynecare prolift graft, and a cystoscopy and a cystometrogram for vaginal vault prolapse, cystocele, rectocele and enterocele under general anesthesia. Complications post first additional mesh implant surgery: (B)(6) 2012: recurrent prolapse of the anterior and posterior vaginal wall, vaginal mesh exposure in the posterior vaginal wall, recurrent stress incontinence, dyspareunia, vaginal pain. Mesh revision (gynecare prolift) along with second additional mesh implant: (B)(6) 2012: underwent vaginal paravaginal repair with anterior colporrhaphy and excision of mesh from anterior vaginal wall, vaginal vault suspension to the uterosacral ligaments, tvt exact procedure, takedown of previous transobturator sling, posterior colporrhaphy with extensive for severe vaginal pain and dyspareunia, vaginal discharge due to the exposed mesh, recurrent stress incontinence and recurrent pelvic organ prolapse secondary to a cystocele and rectocele under general anesthesia.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Per additional information received, the patient has experienced erosion, unspecified graft malfunction, vaginal scarring (scar tissue), blood loss, vaginal vault/vaginal wall prolapse, discomfort, defects, cystocele/rectocele/enterocele (prolapse), shortened vagina, vaginal pain, dyspareunia, vaginal discharge, exposed mesh, mixed incontinence, pelvic organ prolapse, foreign body in patient, urinary urgency, urge incontinence, tight meatus, bladder neck obstruction, urinary retention, incomplete bladder emptying, poor urinary flow, elevated urinary residuals, sensation of things falling out, pelvic floor/vaginal cuff protrusion, vaginal perforation, apical prolapse, thin vaginal wall with atrophy, pelvic muscle atrophy, pain, weak bladder supports, scarification, atrophic vaginitis, nocturia, straining with bowel movements, fecal urgency, pelvic pain, granulation tissue, discharge, cramping, groin lipoma, urinary odor, vaginal bulge, rapid heart rate, constipation, pelvic muscle wasting, spotting, foreign body sensation, vulvar varicosities, soreness, abdominal pain, additional surgical and nonsurgical interventions.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Per additional information received, the patient has experienced erosion, unspecified graft malfunction, vaginal scarring (scar tissue), blood loss, vaginal vault/vaginal wall prolapse, discomfort, defects, cystocele/rectocele/enterocele (prolapse), shortened vagina, vaginal pain, dyspareunia, vaginal discharge, exposed mesh, mixed incontinence, pelvic organ prolapse, foreign body in patient, urinary urgency, urge incontinence, tight meatus, bladder neck obstruction, urinary retention, incomplete bladder emptying, poor urinary flow, elevated urinary residuals, sensation of things falling out, pelvic floor/vaginal cuff protrusion, vaginal perforation, apical prolapse, thin vaginal wall with atrophy, pelvic muscle atrophy, pain, weak bladder supports, scarification, atrophic vaginitis, nocturia, straining with bowel movements, fecal urgency, pelvic pain, granulation tissue, discharge, cramping, groin lipoma, urinary odor, vaginal bulge, rapid heart rate, constipation, pelvic muscle wasting, spotting, foreign body sensation, vulvar varicosities, soreness, abdominal pain, additional surgical and nonsurgical interventions.